Event description:
Account alleged that the trendelenburg function will not operate.

Manufacturer narrative:
Account decided to not repair this bed, no resolution to the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.